Manufacturer narrative:
(B)(4). The field service engineer evaluated the actual device at the customer facility. The fse confirmed the reported issue. The root cause was determined to be related to the cpu, filtrate pump, and driver boards. The device is operational and ready for use at the customer facility. A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A field service engineer (fse) went to the facility and was able to confirm and duplicate the problem. The fse re-calibrated blood pump, filtrate pump, post- dilution pump, pre- dilution pump, substitution scale, and filtration scale, re ran the test and this did not resolve the issue. The fse replaced the master (central processing unit) cpu, filtrate pump and driver boards. The fse tested the machine per the smart script functional verification data sheet (B)(4). The unit is operational and within specifications. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter technical service regarding an aquarius machine. The nurse manager stated that the machine was not giving the correct flow rates; if it is set for 800ml/hr the unit is only giving 600ml/hr, this machine was serviced a few days prior for the same issue. This occurred during patient therapy no patient injury and no medical intervention was reported. A field service engineer (fse) went to the facility and was able to confirm and duplicate the problem. The fse re-calibrated blood pump, filtrate pump, post- dilution pump, pre- dilution pump, substitution scale, and filtration scale, re ran the test and this did not resolve the issue. The fse replaced the master (central processing unit) cpu, filtrate pump and driver boards. The fse tested the machine per the smart script functional verification data sheet (B)(4). The unit is operational and within specifications.